Event description:
On (B)(4) 2014 information was received from a healthcare professional (hcp) indicating that the cause of the stopped pump mode was not discovered. The alarm was heard while the patient was at the clinic. There was no problem with the alarm sounding as expected. The patient was still recovering but they were not yet back to baseline.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. Product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported when the pump was interrogated on the date of this report it was confirmed the pump was in stopped pump mode and had been since the last refill on 2014-(B)(6). It was noted when the healthcare provider (hcp) accessed the pump reservoir they aspirated all 40cc back. It was also reported the patient had increased pain, but also had prescribed oral and steroid dose pack medications. It was noted the patient never mentioned anything about hearing a pump alarm and they had not heard a pump alarm yet while the patient had been at the clinic (about 45 minutes). The critical alarm was set to one hour. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).